Manufacturer narrative:
On july 6, 2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On the same date, the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 12 may 2015. Lot 140857: (B)(4) liners manufactured and released on 06 june 2014. No anomalies found. To date, (B)(4) items of the lot have been already sold without any similar issue reported. On 23 april 2015 we have been informed that the explanted items will not return and no information was available on the pathogen. On 01 may 2015 the (B)(4) made the following comment: this case has been reported as an infection. The devices looked implanted correctly. We have no reasons to doubt that the root cause is in fact infection, a known possible complication of total joint replacements. On 04 may 2015 the ceramic manufacturer confirmed us that the DHR of the lot of the ceramic head involved was ok.